Event description:
A malfunction was reported on a customer's pump, identified as malf 16. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided instructions to call back if the malfunction recurred. The customer confirmed understanding and was able to continue using the pump without further issues.